Manufacturer narrative:
One cadd legacy 1 pump was received damaged with damaged housing, bleeding lcd and a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The moment the device was powered up the device started double beeping, the double beeping issue was caused by the downstream sensor. The downstream sensor, the damaged front and rear housing (lcd and screen included) will be replaced to resolve the issue.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep for no cassette and had damaged screen/lcd bleed. No patient consequences were reported. No adverse effects were reported.